Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit was found to have a broken housing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken housing on the mobile power unit (mpu) was confirmed via visual inspection. The mpu was returned to the european distribution center (edc) and was evaluated. The root cause of the broken housing was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the mobile power unit was manufactured in accordance with manufacturing and qa specifications. Customer order, was shipped on 15may2019. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit was contaminated with blood.